Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed at the distributor. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a damaged f600 fuse. The root cause for the damaged fuse could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A monitor was returned to a us distributor for an unrelated issue, when a reportable malfunction was found.